Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system red 62 reperfusion catheter (red62). During the procedure, the physician successfully completed passes using the red62 and velocity. While advancing the velocity through the red62 for another pass, the physician noticed that there was back bleed and saline leaking near the hub of the velocity. Therefore, the physician decided to remove the red62 containing the velocity. While removing the red62 with the velocity, the physician fractured the velocity at the proximal end. After removal of the devices, the physician noticed that the velocity was also fractured at the mid-shaft. The physician decided to end the procedure at this point as no additional passes were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was fractured distal to the strain relief near its proximal end and on the mid-shaft. If the velocity is retracted at an angle during removal from the procedure damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the device was also fractured under the strain relief near the hub. If the proximal end of the velocity is manipulated at an angle during advancement, damage such as a kink may occur. This may have contributed to the reported back bleed and saline leak near the hub during the procedure. This kink likely worsened into a fracture due to further manipulation after the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 3005168196-2025-00013. Investigation finding codes: (investigation findings 1, investigation findings 2, investigation findings 3, investigation findings 4 - should be blank).